Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimate. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The unk xience alpine referenced is being filed under a separate medwatch report.

Event description:
It was reported that during preparation of trek balloon catheters and xience alpine stent delivery systems, there is an issue removing air bubbles during prep and they have issues with leaks. It was also reported that there is difficulty removing the protective sheath from the trek balloons. There was no patient involvement and no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. It has been determined that a conclusive cause for the reported difficulty removing the protective sheath and air prep leak cannot be determined. A review of the lot history record and complaint history of the reported lot could not be conducted because the part number and lot number were not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.